Event description:
The report received from the affiliate indicated that pta was being performed on a target lesion in the left superficial femoral artery with heavy calcification and vessel tortuosity, the rate of stenosis was 90%. Approach was made contralaterally. The bifurcation was heavily angled and vessel was heavily tortuous. While the sds of smart control (complaint product) was being pulling back and forth to advance to the distal target lesion, the stent edge was partially released for approx. 1mm. It was also reported some friction/resistance was experienced with a destination sheath introducer (medikit). Friction/resistance occurred inside the cis while advancing the device to the target lesion. Therefore, the sds was removed from the patient and another new product (details unk) was used instead. The procedure was completed without patient injury. There was no adverse event and the patient is in stable condition. The complaint product will not be returned for analysis as it was discarded at the hospital. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The stent was deployed for 1mm while being advanced to the distal target lesion. It never crossed the target lesion. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. The stent was safely removed with sds from the patient.

Manufacturer narrative:
The report received from the affiliate indicated that stent placement was being performed on a target lesion in the left superficial femoral artery with heavy calcification and vessel tortuosity, the rate of stenosis was 90%. Approach was made contralaterally through a heavily angled bifurcation. While the sds of smart control was being pulling back and forth in the attempt to advance it distal to the target lesion, the stent edge partially released approximately 1mm. It was also reported that some friction/resistance was encountered with a destination sheath introducer (medikit). Friction/resistance occurred inside the cis while advancing the sds towards the target lesion. Therefore, the sds was removed from the patient and another new product was used. The procedure was completed without patient injury. There was no adverse event and the patient is in stable condition. The complaint product will not be returned for analysis as it was discarded at the hospital. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. The stent was safely removed with sds from the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15465792 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.